Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for a patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4). It was asked, but the date of the event is not known. This medwatch will cover ft4. Refer to the medwatch with (B)(6) for information referring to ft3. The sample was initially tested at the customer site on an e602 analyzer. During investigations, the patient sample was tested on a centaur analyzer, an e170 analyzer, and an e411 analyzer. The investigation results from the e411 analyzer were measured on (B)(6) 2015. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided.

Manufacturer narrative:
The customer has clarified that a sample from the same patient was also reported on previous medwatch 1823260-2015-04055-00.a sample from the patient was provided for investigation. Investigation of the sample has determined that it contains an interferent to the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling.